Manufacturer narrative:
On 3/3/2020, the navi-star¿ thermo-cool¿ electrophysiology catheter was received by the biosense webster, inc. (Bwi) product analysis lab (pal) as a wrong device under manufacturer¿s reference number: (B)(4). Additional information was received on 4/2/2020 indicating that the wrong product received belongs to complaint (B)(4). Based on this information we can report that the customer¿s initial reported issue was that the catheter could not be recognized during atrial fibrillation. A second catheter was used to complete the operation. No adverse patient consequences were reported. Manufacturer reference number: (B)(4)was assessed as not reportable for a mapping issue. (B)(4) has been voided as all information has been transferred into this complaint and the investigational analysis is also documented under this complaint. The investigational analysis completed 4/28/2020. The device was visually inspected, and it was found that the distal tip was missing, and the shaft had been severed. The magnetic test cannot be performed due to returned broken tip. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the broken tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The following corrections are being processed in the respected fields: b3. Event date changed from (B)(6) 2020 to (B)(6) 2019. B4. Date of this report changed from 3/3/2020 to 1/13/2020. D1. Brand name changed from def 7.5f,tcnstc,4p,d,252mm,hyp to navi-star¿ thermo-cool¿ electrophysiology catheter . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
On 3/3/2020, the navi-star¿ thermo-cool¿ electrophysiology catheter was received by the biosense webster, inc. (Bwi) product analysis lab (pal) as a wrong device under manufacturer¿s reference number: (B)(4). Manufacturer reference number: (B)(4) was assessed as not reportable for a mapping issue. Upon initial inspection, the bwi pal observed the distal tip missing and the shaft severed. The observed missing distal tip and severed shaft has been assessed as an MDR reportable malfunction, as internal wires were exposed. Multiple attempts have been made to obtain clarification for the wrong product received. However, no further information has been made available. Therefore, since the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition.